Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that after approximately 1 year, 8 months of support on the lvad, the patient expired due to sepsis. Additional information received from the vad coordinator indicated that the patient expired at home. The patient reportedly had a pump pocket to driveline infection.

Manufacturer narrative:
The pump was not explanted and the other equipment was disposed of by the patient's family. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.